Event description:
The customer reported that the access point is down. The device was in use. There was no report of any adverse event.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is created to indicate no further reporting as this record is a duplicate record. Reference to mfg report #1218950-2023-00284 previously submitted.